Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Inspection and evaluation found faulty ccd. A smashed connector tip and cut on cable was observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This issue is addressed in the instructions for use (IFU): "warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." "Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had "b30 error-scope communication " error. The issue occurred during a therapeutic procedure. The device was replaced and the intended procedure was completed using similar device. There was no patient impact , no harm reported due to the event.

Event description:
It was reported the subject device had "b30 error-scope communication " error. The issue occurred during a therapeutic procedure. The device was replaced and the intended procedure was completed using similar device. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.